Event description:
United ortho air cam walker fracture boot was sold to me by a seller on ebay with not enough padding inside the boot I got a red mark on my left leg and damaged skin from this I have a picture of my leg to prove it. I do not remember or see any warnings on the united ortho air cam walker boot device about it possibly could cause skin damage to your foot by using it.